Manufacturer narrative:
Malfunctioning tilt sensors.

Event description:
It was reported by service report that the bed will not calibrate. No patient involvement or adverse consequences are reported.